Event description:
The customer reported that the navigation ring was unusable when a hospital medical engineer (me) was performing a pre-use check outside of clinical use. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that the unit kept operating when the issue was observed. The service technician reported a check was performed on the unit, but the reported nav-ring issue was not duplicated. The front bezel where the navigation ring was originally attached was replaced to prevent recurrence. The unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
Reporting address & institution phone & phone #: (B)(6).

Manufacturer narrative:
The bezel assembly was tested, the failure was not confirmed. Pil (product investigation lab) found navigation-ring adjust settings up and down. Power, battery, and alarm led¿s (light emitting diode) function. The accept button functions as designed. The power will shut down using the power button and touch screen. Also using power button and accept button. No issues were found with the bezel.